Manufacturer narrative:
PMA/510k: ife import for export. International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of a complaint on 23-mar-2021 of a "stuck accessory. The physician suctioned an endo clip through the scope channel. The clip was retrieved during cleaning process, but I think the channel should be checked for damage. There was no harm to the patient and the procedure was completed with the scope." Involving the pentax medical video colonoscope, model ec38-i10l, serial number (B)(4). Patient information and the manufacturer and model of the endo clip was not provided. The loaner endoscope was returned for evaluation on 25-mar-2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician confirmed the endoscope passed all functional testing on 16-nov-2020. Instructions for use(IFU), includes the following warning section "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical model ec38-i10l, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2009. All function pass based upon the inspection findings, no repairs were required to be performed, therefore the endoscope was put back into loaner inventory on 11-mar-2015.